Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins).it was reported that patient implantable neuro stimulator (ins) is suspected to be in overdischarge. Patient has not charged the ins for quite some time. Rep is meeting with patient (B)(6) 2018. The issue has not been resolved at this time. No surgical intervention occurred or planned. Patient is alive with no injury. Additional information was received from the manufacturing representative (rep). It was reported overdischarge was confirmed and physician mode recharge started. Additional information was received from the manufacturing representative (rep).it was reported that rep followed up with patient. Prm was successful and patient getting therapy. Rep will be following up with patient to review logs as she reports device has to be charged every day and will not charge to full. Additional information was received from the manufacturing representative (rep).it was reported that the cause of the patient needing to charge every day and device not charging to full was due to overdischarge and power on reset (por) was not cleared. Reprogramming and cleared por were actions/ intervention taken to resolve the issue. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.